Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. The insulin pump was unable to verify bolus anomaly due to unresponsive button. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer's mother reported the customer's insulin pump buttons not pressing properly. The mother stated that it occurred after being in the snow and the customer's sweater getting wet. It was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 212 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.